Event description:
This is event #2 for devices from the same set: tray# headmid-007; same patient procedure, different issue. MFR report numbers: 3004608878-2016-00029; 3004608878-2016-00030. It was reported that following the first event for this procedure (MFR report number 3004608878-2016-00029), the sales representative went to hand a different drill to the surgeon. The sales representative requested the drill bit be checked to ensure it was not blocked/clogged. There was a piece of k-wire lodged in the drill bit from a prior case. The drill bit was not used. The surgeon completed the case with another drill/drill bit. It was also reported: patient injury / death alleged? No. Device in contact with patient? Yes. Out of box failure? Unk. Revision or medical intervention required? Unk. Delay in surgery due to late receipt of product? No. Patient prepped for surgery? Yes. Delay in surgery due to product problem? Yes, 20-30 minutes.

Manufacturer narrative:
Integra completed its internal investigation 10jun2016. The investigation included: method: - review of device history records. - review of complaint management database for similar complaints. Results: instrument set (B)(4) was returned to (B)(4) on january 25, 2016 reprocessed in the kitting department by a certified surgical set technician and placed into (B)(4) finished goods inventory on february 2, 2016. The instrument set replenishment process record indicated that the instrument set was missing both of the smallest drill bits (p/n 430425) and the largest drill bit (p/n 430455). A query did not find any other customer complaints regarding a non-conforming drill bit that was provided in either an aap stainless steel headed screw system midfoot or hind foot instrument set, shipped directly from (B)(4). The trend analysis failure rate was performed by determining the number of reported non-conformances for the particular instrument set system. A failure rate percentage was determined by calculating the non-conformance rate as a function of the number of opportunities. This is the only complaint involving a non-conforming drill bit in an aap headed screw midfoot instrument set, shipped directly from (B)(4). A review of records determined that the (B)(4) shipped (B)(4) fully kitted aap headed screw midfoot instrument sets in the past 29 months, which were returned to (B)(4) for replenishment. The single reported non-conformance results in a failure rate of (B)(4). Conclusion: the likely root cause for this complaint is a breakdown in human performance during the instrument set replenishment process. The surgical set technician who had released instrument set (B)(4) on january 7, 2016 failed to properly inspect the drill bits in the set. Since this is an isolated incident, no corrective actions are required.